Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 5.5, 2.4, 2.2, lab inr: 1.85. The time between iration testing and lab testing was within 30 minutes. Therapeutic range was not provided for pt. There was no reported adverse pt sequela. There was no additional info provided.